Manufacturer narrative:
(B) (4). (B) (4).

Event description:
Procedure type: hernia repair. According to the reporter: distal balloon sheared off into pt cavity surgeon noticed and removed ballon. Ten minutes extra or. There was no report of the incision being extended as a result. A new instrument was used to complete the procedure. No pt injury was reported. No additional information available.